Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected user interface module (uim) for investigation. An investigation was performed and identified the root cause of the reported issue was due to a corrupted boot loader within the assembly. This issue will be internally investigated within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator, the screen on the ventilator went blank. The customer reported a blank dark screen during patient use. The customer reported the ventilator kept on cycling, and the suspect device was removed from use while the patient was placed on another working ventilator. The customer determined the uim (user interface model) is the alleged faulty component and has requested a purchase order of a new uim from carefusion (cfn). The customer reported no patient harm/consequence associated with the event.